Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not properly delivering insulin which resulted in a low blood glucose (bg) level of 46 mg/dl. Customer addressed bg level by ingesting glucose tablets. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support. Reportedly, the customer had manual injections as alternate insulin therapy.